Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bilfurcated stent graft was inserted into a pt for endovascular treatment of an abdominal aortic ansurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 130 mm. The pt's iliac arteries were reported to be very tortuous. The pt has a medical history of chronic obstructive pulmonary disease, coronary artery disease, and dementia. The device was inserted through a 22 french sheath, and it was reported that the pt's anatomy caused the device, sheath, and guidewire to kink. The device was successfully positioned, but the graft cover would not retract. The device was removed, and one of the stents was found to have perforated the graft cover. A 28 mm diameter x 16 mm diameter x 16.5 mm length aneurx bifurcated stent graft was successfully implanted. Final angiogram demonstrated a successful outcome with an indeterminate endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.